Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the corrosion at the forceps channel port, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion at the forceps channel port was observed. There was no patient involvement.